Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that in 2024 their ins was turned off and the manufacturer representative (rep) took all their external devices. Pt stated that their healthcare provider (hcp) wanted to turn their ins back on however they didn't know how they could reach out to their rep and they didn't know what to do. Pt added that their ins was "coming to the surface" and nobody wanted to help them because the doctor who implanted the ins was no longer managing the pt. Pt mentioned that they have lower back problems. Pt stated that they were going crazy with the pain that they were experiencing on their right side. Pt stated that they already went to orthopedic and anesthesia doctor but nobody wanted to help them as they do not know anything about the device. Pt mentioned that on the lower part of the back where the wires were located kept tingling and they couldn't stand it. Pt stated that they went to the urgent care but nobody could help th em. Pt stated that they have been calling the rep who took all the external devices for 6 months however no one ever called them back. Agent told the pt that they needed to have a managing doctor to help them further with their issue and offered to send them the p hysician listings. Agent sent an email to the local field.